Manufacturer narrative:
Unique device identification (UDI): (B)(4). The bactiseal catheter was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: the patients presented with shunt malfunction symptoms ( headache, vomiting, lethargy, change in level of consciousness) and fever for those associated with shunt infection. The patients who had a valve related malfunction, the valve was manipulated prior to revision surgery. However not all returns were patients with a programmable valve (ie .catheter malfunction and/or infection). For valve related issue; the plan was to replace the valve due to infection concerns, after removing the valves, proximal occlusions were observed. No preparation was done on the catheters prior to insertion.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Sus voluntary event report foi for manufacturers (B)(4): "a review of events between september 2019 and march 2020 the codman valves and codman catheter showing : increase rate of infections and/or return to or within 30 days after ventriculoperitoneal shunt placement/revision related to either a catheter or a valve issues of unknown reasons. Began using a variety of codman certas valves 2018. Began using codman bactiseal catheter 2019. In discussion with the neurosurgery team, they expressed concerns about the design function of the product. Currently, we are in communication with our codman representative and the neurosurgeons have decided to limit use of codman bactiseal catheters and certas valves, as much as possible while investigation is being completed." Additional information from the facility on july 9, 2020: ¿the implant description, lot number and catalog numbers are related to the patients that had a malfunction and/or were infected. We are unsure which specific ones malfunctioned, as some patient had both a certas valve and a codman catheter.¿ additional information: meeting with surgeons on july 27, 2020: surgeons stated their concerns were actually not with the certas valves themselves or with infection, but with the proximal catheters having occlusions. Surgeons explain they check flow with a monometer of each component when revisions occur. For these complaints, the surgeons claim the proximal catheters were without flow. Integra confirmed there has been no change to the design or manufacturing of proximal bactiseal catheters since the acquisition. Additional information has been requested. Other mfg report numbers: 1226348-2020-00275, 1226348-2020-00276, 1226348-2020-00277, 1226348-2020-00278, 1226348-2020-00279, 1226348-2020-00280, 1226348-2020-00281, 1226348-2020-00380, 3013886523-2020-00013, 3013886523-2020-00014, 3013886523-2020-00015, 3013886523-2020-00016, 3014334038-2020-00003, 3013886523-2020-00017, 3013886523-2020-00018, 3013886523-2020-00019, 3013886523-2020-00020.